Event description:
It was reported that the customer was hospitalized with high blood glucose of 657mg/dl. The caller stated that the battery died after he ignored the low battery alarm, and the insulin pump stopped delivering insulin. The caller mentioned that the customer's device seems to be working fine at this time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.